Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported a tampon fell apart inside her. She vomited during her period then two weeks after her period ended she experienced cramping and spotting. While going to the bathroom a piece of tampon came out of her. She went to the doctor and the remaining tampon pieces were removed. She also had a pap smear. There was no diagnosis and nothing was prescribed. Her symptoms resolved.